Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 20 atmospheres for about 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.